Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient programmer (pp) would not power up, and then powered up showing the synch screen and then powered off again after trying to synch. The patient was unable to troubleshoot due to lack of batteries, and also noted a sudden return of incontinence and bladder failure. The patient called back after getting new batteries and asked for help to change programs. The patient mentioned that when they were traveling they kept having accidents in their car and anytime they heard running water or a faucet was turned on it hit them. The therapy was confirmed to be on at 5.7 on program #4, the patient increased the amplitude and felt the stimulation in the correct area. Troubleshooting resolved the reported issues.

Event description:
Additional information received reported replacing the batteries in the programmer resolved the power on issue. The patient changed settings and the ¿bladder failure¿ issue resolved ¿mostly.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.